Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting premature discharge of battery. The ICD was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the lab. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information noted the patient initially presented remotely via merlin.net. There were no patient consequences.